Event description:
Hcp reports there was a pump programming error and the pt presented to the emergency room in 9/2000 with symptoms of withdrawal. These included nausea, vomiting, fever, malaise, unable to get out of bed, and chills. The hcp believes this episode was a "catalyst" for pt's other health conditions to worsen which caused pt to be ill for a few months. The pt was given oral medication and the pump was reprogrammed. The pt has since "fully recovered."